Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Intraoperative in situ measurement showed a short circuit between channels 2 and 3 after insertion. Back-up implant was used instead.